Event description:
It was reported that a faulted system diagnostic test changed a pt's vns settings. The event was found while reviewing the vns pt's programming history. The faulted test was found to have occurred on (B)(6)2009 and the next interrogation of the device on (B)(6)2010 indicated the settings were inadvertently changed. The treating neurologist reprogrammed the pt after the reported event by changing the off time but did not change the output current.

Manufacturer narrative:
Analysis of programming history.